Event description:
Pt had steffee plates with pedicle screws applied in 2 separate operations. Now pt has plates and screws extending from l2 to l5 with fractured l4 screw on one side. She has had persistent and unrelenting low back pain since then.